Manufacturer narrative:
(B)(4). A visual assessment of the zero tip basket pouch was performed, and it was found out that the pouch seal was compromised on the chevron of the pouch. The top part of the pouch, where the break/opening is, was found to be ruffled. There was evidence to indicate the seal was present since there was seal residue found on the mylar side of the pouch. There were no breaks in the residue left on the mylar, which indicates that the pouch was sealed. The seal that was broken is the seal provided by the supplier of the pouch. A dimensional verification was performed on the seal residue from the mylar. The seal residue width was within specifications. Most likely, due to some aspect of handling the device during transit or storage, the pouch seal was broken. During manufacturing, the packaged devices are 100% inspected for integrity. Therefore, the most probable root cause for the complaint is handling damage. The device history record (DHR) review found that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that the superior part of the packaging of a zero tip retrieval basket was not welded. According to the complainant, during unpacking, the seal on the pouch was found to be partially opened. The sterile barrier was not compromised, and no air was able to get inside the device. The device was not used, and the procedure was completed with another zero tip basket. There were no reported patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the package seal was compromised and damaged, therefore this event has been deemed an MDR reportable event.